Event description:
During procedure for bladder calculus, a portion of the cystoscope sheath broke off in the pt's bladder. The surgeon was able to remove it without difficulty. The pt was discharged the same day.